Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/06/2025, a sales representative reported via (B)(4) that an ar-8400cex excalibur snapped during a case. The curved blade was used for some shaving and then to burn mode. It was 1/2 inch below the blade curve when it snapped between bone. No patient was affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 03/17/2025: ar-8400cex excalibur did produce debris and break. All fragments were retrieved. There was a 60-90-second case delay to open a new shaver blade. The case continued as planned, and another ar-8400cex was used to complete it. No additional anesthesia was administered. There were no adverse effects during or after the surgery. This occurred during a medial patellofemoral repair procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to allowing the rotating portion to touch any metallic object during use, that damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo.